Event description:
It was reported that this patient underwent an unrelated procedure. It was noted that this cardiac resynchronization therapy defibrillator (crt-d) was not capturing appropriately. Technical services (ts) discussed troubleshooting with health care professional (hcp). Hcp noted that telemetry had verified detection of each complex. No adverse patient effects were reported. Currently, this crt-d remains in service.

Event description:
It was reported that this patient underwent an unrelated procedure. It was noted that this cardiac resynchronization therapy defibrillator (crt-d) was not capturing appropriately. Technical services (ts) discussed troubleshooting with health care professional (hcp). Hcp noted that telemetry had verified detection of each complex. No adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information received, this crt-d was explanted for normal battery depletion (nbd) which was done at the discretion of the physician. Another crt-d was successfully placed. No additional adverse patient effects were reported outside of replacement procedure. As of today, this product has not been received for further investigation.